Event description:
Clinical trial. Same case as MFR #6000093-2006-01435, and 6000093-2006-02536. It was reported that post index procedure, the patient experienced a target vessel revascularization (tvr). One day prior to the index procedure, the patient was admitted with chest pain. Admission ECG showed normal sinus rhythm. Troponin was negative times three. The patient was sent for catheterization. Target lesion 1 was identified in the distal rca with 99% stenosis, 40mm in length and a 2.8mm reference vessel diameter. There was mild tortuosity. Target lesion 1 was treated with angioplasty, then placement of a 2.5x16mm taxus express2 stent, a 3.0x16mm taxus express2 stent, and 3.0 x 8mm taxus express2 stent. Residual stenosis was 0% target lesion 2 was identified in the proximal lad with 90% stenosis, 28mm in length and a 3.5mm reference vessel diameter. Target lesion 2 was treated with angioplasty, then placement of a 3.5x32mm taxus express2 stent. Following post-dilation there was "marked improvement of the lesion diameter." There was 0% residual stenosis. On an unknown date, the patient was seen in the office for symptoms consistent with unstable angina. Cardiac catherization was recommended. Two hundred ninety three (293) days post index procedure, the patient underwent pci. The proximal rca was treated with angioplasty, then stenting with another manufacturer's 3.0x18mm stent. The mid rca was treated with angioplasty, then stenting with another manufacturer's stent. The distal rca was treated with angioplasty, then stenting with another manufacturer's 3.0x33mm stent and another manufacturer's 3.0x15mm stent. All stent sites were post-dilated, resulting in 0% residual stenosis. The patient was discharged one day later on asa and plavix. In the opinion of the physician, there is an unknown relationship between the tvr and the taxus stent.

Manufacturer narrative:
H.6.: a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #7530802 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.